Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is reportedly not being returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted due to the post procedure groin hematoma, requiring a blood transfusion and prolonged hospitalization. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3+, moderate to severe. One mitraclip was implanted without reported issue, reducing the mr to moderate. Post procedure, a right groin access site hematoma and a drop in hemoglobin was noted. A blood transfusion was provided and the event required prolonged hospitalization. The event resolved without sequela. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4): the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of hematoma, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of a hematoma in the right groin appears to be related to procedural conditions, as the steerable guide catheter (sgc) is inserted into the patient anatomy through a groin access site incision; the reported anemia is likely a secondary effect of the procedure and hematoma. The reported treatment with medications and prolonged hospitalization were a result of case specific circumstances, as a blood transfusion was provided for treatment and the event required prolonged hospitalization. There is no indication of a product quality issue with respect to manufacture, design or labeling.